Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer also mentioned other blood glucose values such as 49 mg/dl, 58 mg/dl. The customer¿s current blood glucose value was 58 mg/dl. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value with glucose tablet. It was unknown that the customer was using insulin pump system within 48 hours of recorded low blood glucose event. It was unknown that the insulin pump was on auto mode or not. No harm requiring medical intervention was recorded. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.